Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: 2cfu bacterial identification: coagulase-negative staphylococci the reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope passed a leak test and mediclean forte was used as a detergent for manual cleaning. The instrument/suction channel was brushed during manual cleaning. An olympus automatic endoscope reprocessor (aer) was used with olympus detergent and disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, and the water quality of the rinse water was controlled through monthly measurements. The scope was dried using the aer and then stored in an olympus edc plus drying cabinet. During device evaluation at olympus, it was found the connecting tube was leaking, the insulation of the distal end scope cover was below threshold, the light guide rod lens was cracked, the charged coupled device (ccd) cover lens was cracked, the bending section cover adhesive was separated and had a white clouded area, switch #1 was incised/cut, the control unit had play and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.